Event description:
It was reported that upon interrogation of the pulse generator, stored data was unavailable. An anomalous mode switch was also observed. The patient was asymptomatic. After device reprogramming, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.